Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages/check therapy pad messages) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable and pulling apart the pulse wires. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt reported that a patient was receiving "check therapy pad" and "adjust belt" messages.